Event description:
On (B)(6) 2010, pt reported she was trying to change the insulin cartridge and the plunger got stuck on the piston rod. Pt stated only a few drops of insulin had spilled into the cartridge compartment. Advised pt on how to remove stuck plunger; was able to successfully remove the plunger from the piston rod. Advised to make sure to dry the insulin out from the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.